Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Heli-fx endoanchors and an endurant ii stent graft system were implanted during the treatment of a 60mm abdominal aortic aneurysm. Non medtronic stent grafts were also implanted during the procedure. It was reported during the index procedure a possible graft perforation by another device not at the anchor site was observed. A non medtronic cuff was implanted and the perforation was resolved. The site assessed the possible graft perforation as related to the endograft. No additional clinical sequelae were reported and the patient is fine.